Event description:
Pt presented with stricture in the iliac artery making it extremely difficult to pass guidewire and dual lumen catheter through the vessels. The physician dilated the vessel, and then placed a covered stent. While advancing, the physician noticed that the wires were wrapped. In trying to resolve, the physician rotated the catheter multiple times; excessive rotations caused the catheter to separate at the polyimide tubing; which caused the ipsilateral limb to deploy. The pt was converted to open repair. Towards the end of the procedure, the pt had lost pulses in both feet. The physician used balloons down to the ankles to restore blood flow. One day post procedure, the pt's bowel was ischemic.

Manufacturer narrative:
The pt's anatomy and operational context contributed to the event. The device was discarded.